Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with scar, pustules and infection under entire patch area. The patient consulted a healthcare provider (hcp) and the reaction was treated with a prescription of antibiotics. No additional patient or event information is available.